Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-08-08. The patient reported that the battery inside was dead. The patient reported that they were having surgery on (B)(6) 2017 to replace the battery. The patient reported that the issues weren¿t resolved but hoped they would be after surgery. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were charging too often. Troubleshooting found the patient was getting the charge implant screen, there was no issue with the programmer. The patient had poor communication and after repositioning the antenna had poor coupling. The patient stated there was swelling and a lot of movement at the implant pocket site, it was like jelly. There was no stimulation and the implant site was swollen and sore and sticking out. The patient had to recharge frequently and the change only lasted two hours. Troubleshooting reviewed the external devices were functioning normal and how movement can affect coupling and how quickly the implant is recharged. The patient had an appointment to be seen by a healthcare professional to check the implant pocket site. The patient noted he got the implant due to hip replacement surgeries and had difficulty walking. The indication for use was spinal pain.